Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was 350 mg/dl. The device showed the alarm ten times. Customer was advised to revert to back up plan. No further information reported.